Event description:
Falsely elevated tsh results on a pt. Elevated tsh results reported on a pt. Physician requested repeat; repeat result in normal range. No action taken by physician based on high tsh result.